Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The twisted balloon was not confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The patient effect of myocardial infarction is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) as a known patient effect. The investigation was unable to determine a conclusive cause for the reported deflation issue and twisted balloon. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.5x20mm nc trek advanced to the moderately tortuous proximal right coronary artery (rca), moderately calcified lesion. Balloon inflation was performed. The balloon stayed inflated for 17 minutes. St elevation was noted and a myocardial infarction (mi) was diagnosed. The balloon was unable to deflate and became twisted. Another access site was performed to snare the balloon from the patients anatomy. The patient was noted to be well following the procedure. There was no additional information provided.